Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "surgeon commented pt was a chronic dislocator. Stem was loose. Surgeon extracted cemented omnifit hfx stem and exchanged liner."